Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level of 400 mg/dl. At the time of incidence. Customer also experienced low blood glucose level of 40 -50 mg/dl. Customer¿s blood glucose level was 43 mg/dl. At the time of incidence customer was treated with glucose for low blood glucose level. Customer reported that the insulin pump was blank and died. The insulin pump and reservoir will not be returned for analysis.